Event description:
Patient has hip pain. Accolade tmzf stem implanted with a unipolar head and cormet cup. (B)(4) 2014: additional information provided by the sales rep indicated that the exact reason for the patient's pain and subsequent revision was unknown. The cup was well fix but the surgeon chose to revise the "metal on metal" acetabular devices. The patient's cobalt/chrome level was elevated but the exact number is unknown. It was also confirmed the stem was left implanted.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding abnormal ion levels and revision due to pain involving a ti sleeve for alumina head was reported. Conclusion: the reported event indicates a revision of the cup and the head due to pain and indicates that the patient had abnormal ion levels. It was also further indicated that the exact reason for the pain and revision are unknown and the surgeon ¿chose to revise the "metal on metal" acetabular devices. There is no indication that the product reported in this investigation may have contributed to the event.

Event description:
Patient has hip pain. Accolade tmzf stem implanted with a unipolar head and cormet cup. On (B)(6) 2014: additional information provided by the sales rep indicated that the exact reason for the patient's pain and subsequent revision was unknown. The cup was well fix but the surgeon chose to revise the "metal on metal" acetabular devices. The patient's cobalt/chrome level was elevated but the exact number is unknown. It was also confirmed the stem was left implanted.

Manufacturer narrative:
Additional devices referenced in this report: cat # 6021-0435, lot # 26610003, description: accolade plus tmzf hip stem #4. Cat # 570-05-052, lot # lmgo, description: cormet cup - size 5/52mm cocr bi-coated, manufacturer: cormet. Cat # 576-05-046, lot # lhqy, description: cormet unipolar modular head c-taper - 5/46mm -4mm offset, manufacturer: cormet. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device hospital policy.